Event description:
It is suspected that the infant cuff was placed on the patient inside out and the connector piece to the hose was in direct contact with the patient's skin, leaving marks and bruises.====================== manufacturer response for welch-allyn non-disposable infant bp cuff, size 7, non-disposable infant bp cuff, size 7 (per site reporter).====================== the welch-allyn rep has been informed and will be meeting with our engineering department.